Event description:
It was reported that a failure of the battery charger occurred causing the batteries to become warm during charging and not fully charge. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign source: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the compact battery charger within this complaint does not impact the reported event of the battery failure. Upon reassessment of the reported event, this report should be voided. Given the above information this medwatch will be voided.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the compact battery charger within this complaint does not impact the reported event of the battery failure. Upon reassessment of the reported event, this report should be voided.